Event description:
A female reported she experienced an 'eye infection' (later diagnosed as conjunctivitis), with watering, burning, itching, redness and a foreign body sensation and subsequently broke her toe after using complete multipurpose solution easy rub with her b and l lenses. She indicated that she has used this brand without problem for about 1 year. This bottle was used for 3-4 days prior to onset of symptoms. In 2008, the patient did not wear her contact lenses because of her symptoms. Her present glasses were not strong enough, so she was without visual correction. She inadvertently ran into a chair and broke her toe. She went to a walk-in clinic to have her eyes and toe evaluated. The doctor reportedly told her she had an 'infection' and treated her with vigamox, qid ou for one week. Her foot was put into a 'walking cast'. Follow up with her healthcare professional provided a diagnosis of conjunctivitis and confirmed treatment with vigamox. The eyes were not stained and a culture was not performed. The report indicated the patient recovered without sequelae. Patient indicated that her lens case was new with the current bottle of solution. She uses fresh solution daily but does not perform the rub and rinse step. She discards her lenses every month. She does not shower or swim with lenses in her eyes. Further follow up indicated that approx three months later, the patient went to her eye doctor for a routine exam. She had not returned to lens wear prior to that time because she could not afford to get new contacts. She was reportedly told her left eye was still irritated. No medications were given.

Manufacturer narrative:
Retain unit evaluation results: retained solution from reported lot was found to be within chemical specifications; microbiology testing showed the solution to be sterile. Returned complaint unit evaluation results: returned solution that was opened and used by the consumer was tested. Physico-chemical results were out of specification and the returned unit was not sterile. Based on evaluation results, it appears that user error (improper handling of device) contributed to event.